Event description:
A malfunction was reported with the pump displaying a malfunction code, malf 12. There was no adverse impact to the customer's blood glucose level. Technical support provided information and assistance to reset the pump, which resolved the issue as the malfunction code did not recur. The customer was advised to continue using the pump and to call back if the issue happens again, but no further action was needed at that time.